Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after noticing fluid leakage around the pump when disconnecting for a shower; the agent suspected a leaking cartridge and advised a full set change, with no pump alarms observed. Symptoms included elevated blood glucose with a reported peak of 305 mg/dl and no acute clinical effects such as loss of consciousness or dka. Outcomes included temporary disruption of glucose control over approximately three hours without need for medical intervention or assistance and without use of backup therapy. Investigation included troubleshooting and education conducted by support, including recommendation for a full infusion set change. Investigation of this case revealed a suspected cartridge leak associated with the cartridge component, with no alerts observed from the device. It was concluded, based on previously established findings for similar reports, that the cause was likely a component integrity or connection issue consistent with a cartridge leak.